Event description:
A user facility reported that after 28 days of therapy, the pump head stopped rotating. The user suspected that an aspirated clot in the pump head had caused the issue. Despite this suspicion, it is unknown if there were any defects or other issues with the kit. The material number for the disposable product that was used could not be confirmed. After the pump head stopped rotating, blood flow could not be generated and the patient had to switch to another extracorporeal membrane oxygenation (ECMO) system. There were no console alarms. It was reported that at the beginning of treatment, the user switched from the main pump drive to the replacement pump drive. The replacement pump drive does not connect to the sensor box, and therefore, there were no alarm messages. In the customer¿s opinion, the failure was product related because of "the small dimensions of the pump head". The customer made this allegation because they had not experienced similar problems with a competitor¿s product. It was reported that more than 500 ml of blood loss occurred as a result of the failure. Upon follow-up, it was indicated that the exact amount of blood loss was unknown. According to the manufacturer, worst case scenario for blood loss would be the entire circuit, which is 670 ml. It was unknown if the patient was able to continue and/or complete their treatment. No sample was available to be returned for evaluation. Additional information pertaining to this event could not be provided.

Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. Batch information for the disposable product being used was not provided. Review of the device history record (DHR) for the console is considered unnecessary, because based on the available information the complaint issue is not related to the console. Treatment log data from the console was provided for review. The console worked as intended during the treatment. No abnormalities occurred during the start-up procedure of the console. After connection to the patient, it is most likely that small air bubbles (smaller than 0.5 mm in diameter) were mobilized from the system leading to activation of the ¿zero flow¿ function (the speed is automatically set to 500 rotations per minute (rpm)). Thus, the blood flow was repeatedly interrupted. The system was changed to the replacement pump drive on (B)(6) 2021 at around 15:18 and was used during the treatment until (B)(6) 2021. Since the backup drive is only connected to the power socket of the console, there is no data exchange between the backup drive and the console. Therefore, no data can be evaluated from the backup drive and there were no error messages from the backup drive to the console. For data exchange to the console, the treatment should always be carried out via the primary drive with the connection to the sensor box. The backup pump drive should only be used to bridge critical/internal faults that the user cannot remedy. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. To reduce risk of thrombosis in the vascular system, an adequate blood flow and appropriate anticoagulation are recommended. The same recommendations also minimize risk of clotting an extracorporeal circuit. The cause for the event could not be determined.